Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned device confirms that the ceramic head is broken into many pieces. All the pieces were returned. A review of the complaint history shows no prior complaints for the listed lot. The lab analysis concluded; visual analysis of the taper bore surfaces of the head fragments showed metal transfer, and indicated the most likely fracture initiation site was near the gage point region. A definitive root cause cannot be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that revision surgery was performed due to a fracture of the device.